Event description:
It was reported by the patient that they desired to have their cardiac resynchronization therapy defibrillator (crt-d) removed shortly after the implant procedure. The patient indicated that they have been worse since having the crt-d implanted. The patient stated they have been ¿nauseous and sick. Symptoms gotten worse. Fainting. Can¿t get out of bed. [They are] developing all sorts of horrible things.¿ the patient further elaborated that their ¿back is hurting so bad¿, that they were ¿crying constantly¿, ¿can¿t eat¿, ¿stopped all cardiac meds¿. The patient further stated that ¿it is gigantic, [they] can see the wires sticking out¿ and ¿it is driving [them] to the verge of suicide¿. The patient stated ¿I am so deformed¿, ¿it¿s pressing on the nerve¿, that they are ¿sick and have constant fatigue¿, ¿I¿ve lifted my arm as much as possible¿, ¿tried to dislodge the leads¿, and that they had ¿perfect breasts, nipples were properly aligned¿ and the patient stated they are now ¿black and blue¿ and ¿one is several inches lower than the other¿. T he crtd remains in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they saw a cardiologist as they were having some premature ventricular contractions (pvc) and heart rate changes due to pneumonia. The patient said the doctor told them their heart rate and ejection fraction were unchanged. The patient expressed frustration with the size of the device and said it had ¿deformed¿ them and their left breast. The patient noted they can¿t always wear they would like as the device makes them look like a ¿monster¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient "I'm and tall and think, I'm fine boned. Since this device was implanted it's causing all sorts of issues. I've stopped transmitting because its making me so sick. I went home 2 hours after [implant surgery] and the next day I was sick and dizzy. I have so much fatigue. I've been back for an electrocardiogram and an echocardiogram. My heart rate never goes above 60. My doctor has my device set for 60-80. I was outside and I got dizzy I twisted my back. I got shocked on wednesday night [date not provided]. The device is lying on a nerve; I can't reach across my chest or move my arm forward as the device catches on my skin. The device is so heavy, I feel pressure. When I lay on my right side, it slides over [to the right] I also feel a shock in my back. When I get a shock, the device gets hot and it moves my arm. It's live I have a live wire in my body somewhere. The stress of the device is making it worse. Because of the weight my breast is hanging 2 inches lower than my right breast. I have to take 2 sleeping pills at night to be able to sleep. I bought a blue donut magnet and have placed it over the implant."